Manufacturer narrative:
Continuation: product ID 37752, serial# (B)(4): product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011: product type lead. (B)(4).

Event description:
It was reported when stimulation was turned on, the patient felt stimulation in the wrong location. The implantable neurostimulator (ins) needed to be adjusted because the stimulation was going up the patient¿s ribs too much and needed to be in her right leg. Pain in the patient¿s leg started in (B)(6) 2013 and the stimulation had been in the patient¿s rib cage for about a month. It was noted the patient had a reprogramming appointment scheduled for (B)(6) 2013. It was later reported that about 3-4 months ago, the patient¿s pain started to change and increase. The patient stated that she would try to turn up the stimulation so that it would reach her right hip area and the stimulation would cause her pain in the rib cage area. The patient scheduled an appointment on the morning of the report. The patient reported that she had fallen a few times in the last few months. It was noted that the pain in the right hip and right leg area were new pain and the pain had changed. It was noted that the health care professional (hcp) was aware of the falls and new pain. It was noted that the hcp had the patient do a CT scan. The patient stated that nothing was found in the right hip area that would cause pain and that the hcp suggested the pain may be coming from her back. It was later reported that the patient was still having concerns regarding her device or therapy but was working with her health care professional or manufacturing representative.